Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided. Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 24mm stent delivery system was returned for analysis with a separated stent. A stent was returned separated from the delivery catheter. The stent was stretched and damaged. The proximal and distal ends of the stent were not as damaged as the mid-section and the stent struts could be seen to be in a crimped formation and therefore the stent did not appear to have been expanded. There was no stent on the balloon. The balloon was reviewed, and no damage noted to the balloon. The balloon was folded with crimp markings evident on the balloon body. The balloon had not been inflated. A visual and tactile examination found multiple hypotube kinks. Examination of the shaft polymer extrusion found no issues. Examination of the tip found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-nov-2019. It was reported that crossing difficulties were encountered. A 4.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.